Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40z2p, and no non-conformances were identified.

Event description:
It was reported, ¿surgical procedure was a laparoscopic cholecystectomy; on firing the applicator the clips did not adequately clamp the vessels, plus a second clip followed the first clip without the applicator being fired. It was reported that there was no harm to the patient. A different clip applicator was used to continue with the procedure.¿